Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient noted green substance on the system controller. The system controller exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the reported event of fluid ingress was confirmed via visual analysis. The heartmate ii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned 35 days (B)(6) 2020 ¿ (B)(6) 2020 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the white power cable. The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the power module. These atypical alarms occurred at the time stamps of (B)(6) 2020 at 20:04:03 and (B)(6) 2020 at 23:25:07. These alarms cleared on their own. There were no other notable alarms in the log file. Pump operation was not affected. Upon initial inspection there was visible green fluid ingress leaking from the white power cable of the system controller, build up of green fluid underneath the polyurethane jacket of the black power cable, a broken white power cable bend relief, and a broken black power cable bend relief. The controller was functionally tested and failed multiple continuity tests and voltage measurement tests. The system controller insulation resistance was measured and passed specification. The resistances of the wires of the power cables were tested and multiple wires had slightly higher resistances than expected. Despite the observed fluid ingress, the system controller was able to operate a pump for an extended duration on a mock loop without issue. The system controller power cables were stripped, and significant green fluid ingress was observed in both power cables. No cuts were observed to the internal wires. The observed fluid ingress in the white power cable may have contributed to the atypical power cable disconnects on the white power cable observed in the log file and to the failed voltage and resistance tests during functional testing. The root cause of the reported fluid ingress was unable to be conclusively determined. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.